Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming was incorrect. The reservoir was removed and rewind to correct the insulin concentration and programming. Explained impact of incorrect programming on bgs.